Event description:
During a phacoemulsification procedure, the "cassette full" error message was displayed on the monitor of this unit. Another unit was used to complete the procedure. There were no pt injuries.